Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses to turn the pump on. There was adverse impact on the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.